Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B)(6) 2008 - a bard kugel hernia patch was used to repair the pt's hernia defect. On (B)(6) 2009 - pt's bard composix kugel hernia patch was explanted. Pt continued to experience abdominal pain and discomfort after her hernia repairs. Pt has suffered and will continue to suffer physical pain and mental anguish.